Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in the sigmoid colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare closed down on the polyp and began resection. The physician then attempted to reopen the snare, but was unable to; the plastic sheath near the handle was noted to be kinked. A wire cutter was used to cut the plastic sheath and the wire was used to actuate the device and enable it to release. It is unknown if this event occurred while the snare was around the polyp unable to cut through. The procedure was completed with a sensation snare. There were no patient complications and the patient condition at the end of the procedure was noted to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.